Event description:
During surgery, the poly plug that belongs in the femoral component was missing. Plug was not found, possibly left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.